Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a developing infection and a blocked catheter requiring catheter removal. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and an obstructed pd catheter (not a fresenius product). The patient¿s pd catheter could not be cleared in the outpatient clinic, and the patient was advised to report to the hospital for further evaluation. The patient presented to the hospital and was admitted on the same day. The outpatient clinic pdrn spoke with the patient during this hospitalization, and it was confirmed the patient was diagnosed with peritonitis. The patient¿s pd catheter was removed during this hospitalization (exact date unknown) and a permacath was placed in favor of hemodialysis (hd). The patient was able to undergo hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was recovering from this event while awaiting discharge and plans to undergo hd for renal replacement therapy on an in-center basis upon discharge. The outpatient clinic was not provided any further information concerning this event. Multiple attempts were made to the hd clinic and patient to acquire further details concerning the infection and the hospitalization; however, no additional information was obtained. Specific patient information, fresenius device or product temporal or causal relationship to the infection and medical intervention provided during this hospitalization remain unknown.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of a confirmed root cause of this infection, the source of the patient¿s peritonitis cannot be determined at the time of this report. Based on the information provided from the patient in the intake, it was reported the patient¿s infection was predicated on a blocked pd catheter with no indication of a causal relationship to any fresenius product(s) or device(s). It is well known peritonitis can stem from infections that originate within the catheter itself. Due to the limited information obtained, the liberty select cycler and liberty cycler set cannot be excluded as a source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a developing infection and a blocked catheter requiring catheter removal. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic with abdominal pain and an obstructed pd catheter (not a fresenius product). The patient¿s pd catheter could not be cleared in the outpatient clinic, and the patient was advised to report to the hospital for further evaluation. The patient presented to the hospital and was admitted on the same day. The outpatient clinic pdrn spoke with the patient during this hospitalization, and it was confirmed the patient was diagnosed with peritonitis. The patient¿s pd catheter was removed during this hospitalization (exact date unknown) and a permacath was placed in favor of hemodialysis (hd). The patient was able to undergo hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was recovering from this event while awaiting discharge and plans to undergo hd for renal replacement therapy on an in-center basis upon discharge. The outpatient clinic was not provided any further information concerning this event. Multiple attempts were made to the hd clinic and patient to acquire further details concerning the infection and the hospitalization; however, no additional information was obtained. Specific patient information, fresenius device or product temporal or causal relationship to the infection and medical intervention provided during this hospitalization remain unknown.